Manufacturer narrative:
Results - load cell. Failed nut in lift motor.

Event description:
It was reported by service report that scale is not working and the head-end lift motor drifts down. No patient involvement or adverse consequences are reported.